Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for multiple patient samples from the cobas 8000 cobas ise module. The customer stated only the erroneous results for one research sample were reported outside the laboratory. The sample was originally tested in an aliquot cup from the modular preanalytic analyzer (mpa) which could not be excluded as a possible cause of the event. Of the provided data for this patient, only the sodium result was discrepant. The initial result was 149 mmol/l and the repeat result on another cobas 8000 in the laboratory was 141 mmol/l. The repeat testing was performed on the primary sample tube and was believed to be correct. The correct results were called to the research physician one hour after the original results were reported out. The patient was not adversely affected. The field service representative checked the transport system of the mpa for possible issues, but found no cause. He noted the customer had been running the mpa without any issues. Refer to the medwatch with submission number 1823260-2017-00733 for the involved cobas 8000 cobas ise module.

Manufacturer narrative:
A specific root cause could not be determined. No malfunction of the mpa was identified. Further investigation was not possible as the customer stated she no longer has the sample ID. The customer stated she believed that this was not an issue with the mpa and was unable to provide any further information.